Event description:
Patient underwent cardiac catheterization. At conclusion of procedure femostop was applied. However it would not maintain compression. Pressure reading unobtainable. Device removed and a new one obtained.====================== health professional's impression======================the femostop would not maintain pressure.